Manufacturer narrative:
This report is submitted on november 15, 2022.

Event description:
Per the clinic, the patient developed a recurrent infection at the implant site and subsequently was placed on a 6 week course of IV antibiotics. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on december 12, 2022.